Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level. Customer¿s blood glucose level was 437 mg/dl at the time of incident. Customer was not feel okay to trouble shoot. Customer's mother also stated that the serter was not working properly. The insulin pump will not be returned for analysis.